Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, difficulty crossing the lesion was encountered. The de novo and moderately calcified lesion was located in the right coronary artery (rca). Upon attempting to insert the taxus liberte 20mm x 2.75mm paclitaxel-eluting coronary stent system across the lesion, significant resistance was encountered and crossing was unsuccessful. After removing the stent delivery system from the body, the physician noted that the stent struts were sticking out. The procedure was completed with a different device. No patient injuries or complications were reported as a result of the event. The patient's status was reported as good.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records for this batch have been reviewed and no issues of discrepancies were found. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure and the performance was limited. Product uanvailable for analysis